Event description:
The recipient is reportedly experiencing overly loud sound and ceased device use. Programming could not be performed due to recipient refusal. External equipment was exchanged and programming adjustments under anesthesia were made, however, the issue did not resolve, and the recipient still refuses to wear the device. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b3, d6b, d.9 & h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.